Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that device 410-2000, cga, surefit ground pad with 10ft cabel, 100/case was being used during a robotic hysterectomy procedure on (B)(6) 2024 when it was found that ¿410-2000 bovie pad is not sticking to the patient properly.¿. The procedure was completed without the use of an alternate device. Follow-up assessment found that "no prep was done on area that bovie pad was placed; -site was dry before prep was introduced; -no hair was present on area that bovie pad was introduced (these were female patients with little or no leg hair); -bovie pad was inspected before use, did not have creasing, was only applied to the area once, and was fully adhered; -pad was in use for probably 30 minutes before issues were seen; -extra info: this seems to be a real issue in patients that are in lithotomy position and pad is placed on the lateral thigh. The patient's legs must be moved up and down multiple times during the procedure, therefore, with the lack of reliable adherence to skin, the bovie pad begins to peel off eventually and therefore, the monopolar cautery doesn't work". There was no report of injury, medical/surgical intervention or hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: 1. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid might pool. 2. Always use the largest size pad per patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15 kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. 3. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excessive hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry. 4. Do not open package until ready to apply to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that device 410-2000, cga, surefit ground pad with 10ft cabel, 100/case was being used during a robotic hysterectomy procedure on (B)(6) 2024 when it was found that ¿410-2000 bovie pad is not sticking to the patient properly.¿the procedure was completed without the use of an alternate device. Follow-up assessment found that "no prep was done on area that bovie pad was placed; -site was dry before prep was introduced; no hair was present on area that bovie pad was introduced (these were female patients with little or no leg hair); -bovie pad was inspected before use, did not have creasing, was only applied to the area once, and was fully adhered; pad was in use for probably 30 minutes before issues were seen; extra info: this seems to be a real issue in patients that are in lithotomy position and pad is placed on the lateral thigh. The patient's legs must be moved up and down multiple times during the procedure, therefore, with the lack of reliable adherence to skin, the bovie pad begins to peel off eventually and therefore, the monopolar cautery doesn't work". There was no report of injury, medical/surgical intervention or hospitalization required for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.